Event description:
It was reported that the patient experienced nocturnal hypoglycemia and believed the ilet did not issue alerts; device logs showed multiple low-glucose alerts were generated and acknowledged, with some alerts auto-resolving before user acknowledgment. Symptoms included low blood glucose. Outcomes included no injury and self-treatment of hypoglycemia at home. Investigation included review of device event and alert logs and customer contact for additional information. Investigation of this case revealed that alerts functioned and were acknowledged, and some alerts ended due to condition resolution prior to user interaction, indicating no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.